Event description:
It was reported during an atrial fibrillation (afib) procedure, the displayed position of the first lasso catheter which had been attached to 20pole b was quite different from it's position in a cineradiography, there was no warning message. There was no problem with second lasso catheter attached to 20pole a. At first, in considering of insufficient calibration, the physician moved a navistar catheter. The issue did not improve. The physician experimentally exchanged the ports of the first lasso catheter and the second lasso catheter with each other. The same issue occurred on the second lasso catheter and the issue of first lasso catheter was resolved. The issue of 20pole b was not resolved by exchanging the cable or rebooting the system. The procedure was pursued with normal ports. It was unknown at what point the map shift occurred. There was no cardioversion performed prior to the shift, the patient did not move before detecting the shift and the reference patch did not get loose or move before the shift. The map shift did not occur after the user moved the head of fluoroscopy. The procedure was successfully completed. There was no patient injury reported in this case.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure the displayed position of the first lasso catheter which had been attached to 20pole b was quite different from its position in a cineradiography, there was no warning message. There was no problem with second lasso catheter attached to 20pole a. At first, in considering of insufficient calibration, the physician moved a navistar catheter. The issue did not improve. The physician experimentally exchanged the ports of the first lasso catheter and the second lasso catheter with each other. The same issue occurred on the second lasso catheter and the issue of first lasso catheter was resolved. The issue of 20pole b was not resolved by exchanging the cable or rebooting the system. The procedure was pursued with normal ports. It was unknown at what point the map shift occurred. There was no cardioversion performed prior to the shift, the patient did not move before detecting the shift and the reference patch did not get loose or move before the shift. The map shift did not occur after the user moved the head of fluoroscopy. The procedure was successfully completed. There was no patient injury reported in this case. The problem was not duplicated in the (B)(4) repair center. The system was sent to (B)(4) technology center (htc). Htc RMA reported: the customer complaint was not confirmed. During investigation the shift problem was not reproduced. All catheters were visible stable. During ablation map catheter did not move. The lasso catheters (used 20 pol lasso nav catheter) have been exchanged between ports 20 pol a and 20 pol b. No movement was visible. The system was sent to subcontractor for upgrade. An additional OEM manufacturer action device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.